Manufacturer narrative:
The reported device was not returned for investigation. However, an investigation was performed on parts of the same model and catalog number. Neck strength testing on the 20-piece sample was performed per iso 3823-1. All 20 samples passed the neck strength verification test.

Event description:
It was reported that on (B)(6) 2025, the bur broke while drilling out some tooth decay. Although a patient was reportedly involved, it is unknown whether patient was injured and/or the extent of injuries. Ss white burs received a total four medwatch reports on (B)(6) 2025 from the FDA containing identical information and describing the same event as reported herein. Therefore, a single MDR is being submitted to represent all four medwatch reports. The four medwatch reports are: mw5178426, mw5178425, mw5178427 and mw5178428. Ss white has been unable to verify with the customer that more than one event occurred. If confirmation of additional events is received, a subsequent MDR will be submitted.